Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 368 mg/dl and the customer did not address bg. The customer/contact suspected a pump malfunction had occurred. The customer went to the emergency room and was admitted to the hospital for mental health issues and diabetic ketoacidosis (dka). The customer was treated with medication, insulin and intravenous saline. Customer's family member reported that the customer did not acknowledge high bg alerts and missed meals on the date of event. Tandem technical support confirmed that the pump was operating properly. The customer had reverted to using manual injections. Upon follow up, the customer was discharged on (B)(6) 2018 and the customer resumed pump therapy and has had no issues.